Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 35mg/dl with no signs or symptoms of hyperglycemia. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management and did not require assistance from a third party to treat the low bg. The patient¿s healthcare provider reportedly adjusted basal rate settings. The reporter noted that since receiving the pump on (B)(6) 2014, the time¿s am and pm settings were switched, causing the basal rated to be reversed. Troubleshooting indicated that the user had not correctly set the time and date when they received the pump. During troubleshooting, it was confirmed that the pump correctly maintained the time and date settings when the battery was removed. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error in incorrectly setting the time and date.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.